Event description:
Right ventricular (rv) lead exhibited high thresholds. (2.0v at 1.5 ms) as measured (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).